Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The used company cartridge was returned. The returned cartridge matches the provided photo. The company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. The nozzle was cracked long the top center. The crack split as it entered the thinner tip. Heavy stress was also observed. The cartridge has evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lenses were indicated to be company lens. It is unknown if the lenses were of which model of company. It cannot be determined if the associated handpiece was qualified without the specific lens information. A qualified viscoelastic was indicated. The root cause for the reported damage may be related to a failure to follow the instruction for use (IFU). The nozzle was cracked along the top center. The crack split as it entered the thinner tip. Heavy stress was also observed. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The direction for use (dfu) instructs to use viscoelastic, which has been allowed to come to the operating room temperature. The IFU instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The cartridge exhibited an inadequate amount of viscoelastic. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ophthalmic viscoelastic devices (ovds), which may result in damage. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The lenses were indicated to be company lens. Not sure of the model. It cannot be determined if the associated handpiece was qualified without the specific lens information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Two photos were provided which only shoe a magnified view do the end of the tip. Heavy stress and a crack are observed. Unable to determine viscoelastic as only the end of the tip is shown. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, whitish fissures at the tip of cartridge and one cartridge tip found to have cracks. Additional information received and stated that, cartridge bursts just before the tip, just split in half as the iol passed it. It was reported that there were several eyes were involved. There was no patient impact. There was no further medical intervention needed.